Manufacturer narrative:
Concomitant medical products: product ID: w4tr03 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the threshold on the left ventricular (lv) lead increased and was high. The lead remains in use. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.